Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device could not be performed as device lot/serial number is not available. Per the gore® dryseal sheath with hydrophilic coating instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Additionally, the IFU states ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of a chronic type b dissection using a 22fr gore® dryseal sheath with hydrophilic coating (dsl2228j/ lot # unknown). Access was made from the patient¿s right side. The physician reportedly had difficulty advancing the sheath through the access vessel. According to the report, the difficulty in advancing the sheath was attributed to calcification in the region. After all endoprostheses were implanted and devices were removed from the patient, procedural angiography reportedly revealed a dissection from the right common iliac artery to the right external iliac artery. The physician implanted a 14mm x 6cm bare metal stent to treat the dissection. The dissection was successfully treated and the procedure was concluded without any further reported complications. The patient tolerated the procedure.